Event description:
It was reported that a tlh30 was used during an unknown procedure. It was reported by the affiliate that the staples did not form correctly. 10/12/1998 message from affiliate. The instrument involved is not being returned. Three sterile samples are being returned. The procedure name was a hartman procedure. The case was completed with another tlh30. There was no consequence to the pt.